Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel (ileocecal) resection. According to the reporter: the stapler was fired and they found out there were no staples in the reload, but the tissue (caecum) was resected. The incision was extended by approximately 2 inches to allow the surgeon to perform a minilaparotomy on a trocar site, to insert instruments to repair the defect, instead of placing another trocar. They had to staple more tissue, resulting in tissue loss to the caecum. Surgical time was delayed by more than 30 minutes due to the product problem. No reinforcement material was used.